Event description:
A supplemental report is being submitted due to completion of the investigation on 02-jul-2025

Manufacturer narrative:
Device evaluation the evo-25-30-8-c device of lot number c2244703 involved in this complaint was returned for evaluation, not with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 04th of jun 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button is in deployment position. Red shuttle before ponr. Safety wire is in place. Outer sheath observed to be torn below the handle. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Unable to deploy stent. Handle opened to internally inspect device, all cogs of handle intact. Outer sheath break/tear observed inside the handle. The reported failure was observed manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2244703. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0052) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that during deployment, a tortuous path may have caused a kink in the flexor, continued attempts to deploy may have led to a build-up of pressure at the kink subsequently leading to the flexor break, as observed in the lab evaluation. As a result of the flexor break, the stent could not be deployed. A second possible root cause for the flexor break could be attributed to the elevator on the endoscope being potentially in a closed position during attempted deployment. If the elevator was in a closed position it may have caused a kink in the flexor, attempts to deploy may have led to a build up of pressure at the kink, subsequently leading to the flexor break. Multiple attempts were made to gain more information regarding this event however the customer could not provide the information. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity of 01 x used device. According to the initial reporter the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
The customer reported: we had a colonic stent break during deployment today. We have kept the item to be assessed (it is contaminated). From what I have been told, they were slowly deploying the stent, there was resistance when pressing the handle on the gun, when gentle pressure was applied, something snapped and the indicator on the gun kept moving backwards, but the stent did not deploy. Another stent was used to complete the procedure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.